Manufacturer narrative:
Event summary: visual inspection of the mapping catheter showed the service loop was intact, but the shaft was broken at the proximal end close the ECG connector. In conclusion, the mapping catheter failed the product inspection due to the broken shaft at the proximal end close to the ECG connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon removing the mapping catheter out of the package, the kink on the shaft of the inserter was observed. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.